Event description:
Nph valve -(909-512)- was surgically placed. Upon placement, the surgeon noted there was no flow through device. The device was revised with an alternate device. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.